Event description:
The customer reported that the system displayed ad channel errors and failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control pcb and smart switch pcb assemblies were evaluated and replaced. The system continued to display ad channel errors and further service assistance was continued. This malfunction may have resulted in a possible accidental radiation occurrence.